Manufacturer narrative:
H10: thirty five (37) actual samples were received for evaluation. A visual inspection with the naked eye noted a delamination of the foil's first layer without print; no hole was identified. Functional testing was performed on twenty (20) samples; the blisters were airtight and did not leak. Four (4) samples were opened; foam and iodine were inside the lid. The reported condition was verified as a delamination mark. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirty-five units of minicap prep kits had a "hole" in the pouch. This was observed before use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.